Manufacturer narrative:
The investigation results are pending.

Event description:
It was reported that the leads has migrated downward. In turn, the leads were explanted and replaced on (B)(6) 2020, which resolved the issue.